Event description:
It was reported that there was noise and apparent oversensing. Provocative testing was negative, and there were no other episodes. The lead status is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).